Event description:
It was reported that the patient presented in clinic for follow-up; it was noted that the patient experienced diaphragmatic stimulation. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operation. A device software download was performed successfully. The patient¿s condition was stable and would continue to be monitored.